Event description:
The customer reported that prior to use on a pt the unit's display went blank intermittently. The pump was replaced and therapy was initiated.

Manufacturer narrative:
It was found by the tech that the reported problem could not be duplicated. The unit was tested to factory spec. It functioned normally and was returned to the customer.